Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 79-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp was being inserted and shortly after the cross clamp of the aorta, there was an unexpected pump stop. The catheter was positioned shallow in the ventricle due to papillary muscle. It was unclear if the cross clamp directly led to the pump stop. Multiple unsuccessful attempts were made to restart the impella. The pump was explanted and replaced.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical info provided, the data logs were reviewed and showed multiple high mc stops, the cause of the pump stop cannot be determined since no complaint device returned.